Manufacturer narrative:
Concomitant medical products: (2) pri tubing, therapy date (B)(6) 2018. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a patient's ptt dropped, resulting in adjustment of the patient's heparin drip. It was also reported that the day shift nurse entered the room at 0700, and found the device was alarming, and the heparin bag was completely dry. The patient told the day shift nurse at that time that the drip was off, and the pump had been beeping 'infusion complete' since 0230. The night rn had changed the bag prior to leaving. There's no report of patient harm. The customer later reported they believe the event occurred sometime between (B)(6) 2018 and (B)(6) 2018 and was a user error.

Manufacturer narrative:
The customer¿s report of a heparin discrepancy could not be confirmed. Physical inspection of the pcu and pump modules showed no issues related to the reported event. Log analysis shows that the event logs for the pcu and for pump module s/n (B)(4)contain no data for the reported event period. The relevant entries were overwritten due to continued use of the devices. The event log for pump module s/n (B)(4) shows the device infused at rates of 5ml/hr, 20ml/hr, 25ml/hr, 30ml/hr, 50ml/hr and 200ml/hr at various times on 16 september 2018. During rate accuracy testing both pump modules were delivering fluid within specification. The root cause of the customer¿s report of a heparin discrepancy was not identified.

Event description:
The customer reported a patient's ptt dropped, resulting in adjustment of the patient's heparin drip. It was also reported that the day shift nurse entered the room at 0700, and found the device alarming, and the heparin bag was completely dry. The patient told the day shift nurse at that time that the drip was off, and the pump had been beeping 'infusion complete' since 0230. The night rn had changed the bag prior to leaving. There's no report of patient harm. The customer later reported they believe the event occurred sometime between 15-sep-2018 and 16-sep-2018 and was a user error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a patient's ptt dropped, resulting in adjustment of the patient's heparin drip. It was also reported that the day shift nurse entered the room at 0700, and found the device alarming, and the heparin bag was completely dry. The patient told the day shift nurse at that time that the drip was off, and the pump had been beeping 'infusion complete' since 0230. The night rn had changed the bag prior to leaving. There's no report of patient harm. The customer later reported they believe the event occurred sometime between 15-sep-2018 and 16-sep-2018 and was a user error.

Manufacturer narrative:
The customer¿s report of a drop in the ptt and that the heparin IV bag was found empty was not confirmed. Review of the event log shows that on 13september 2018 at 2:08 am a heparin infusion of 25000units/250 ml was initiated at 19.5 units/kg/hr (26.574 ml/hr). On the reported event date of 15september 2018 the dose was changed at 8:30 am to 18.5 units/kg/hr. The system was turned off at 3:47 pm; although a concomitant module alarmed multiple times for patient side occlusion, the suspect device did not alarm prior to being turned off. The infusion was restarted at 5:29 pm at 14.5 units/kg/hr. The infusion continued until the device was channeled off on 15sept 2018 at 9:40 pm. Functional testing performed found the device delivering fluid within specification. The root cause of the customer¿s report of a drop in the ptt, the device alarming, and the bag being found empty was not identified.

Event description:
The customer reported a patient's ptt dropped, resulting in adjustment of the patient's heparin drip. It was also reported that the day shift nurse entered the room at 0700, and found the device alarming, and the heparin bag was completely dry. The patient told the day shift nurse at that time that the drip was off, and the pump had been beeping 'infusion complete' since 0230. The night rn had changed the bag prior to leaving. There's no report of patient harm. The customer later reported they believe the event occurred sometime between 15-sep-2018 and 16-sep-2018 and was a user error.